Manufacturer narrative:
(B)(4).

Event description:
It was during implant an insulation anomaly was noted, the lead was not used and a new lead placed successfully. No additional information was available.